Event description:
A customer contacted baxter's global technical service center with an alarm on the homechoice (hc) machine during drain 2 of 4. Per the home patient (hp), the patient line had come undone. The patient line inadvertently separated from the transfer set. The technical service representative (tsr) explained the alarm and assisted the hp to clear the bag and cassette. The hp would do a manual exchange in the morning. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. This medical device report (MDR) is being sent against the cassette; the product code and lot number are unknown.

Event description:
It was reported that the device was explanted after an implant duration of approximately 129.1 months. On 05/12/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis. It was also noted in the operative report of (B) (6) 2010 that the "valve was extensively calcified".

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
A copy of the pathology report was received.

Event description:
On (B)(6), 2010 the lay user/reporter contacted lifescan to report the one touch ultrasmart meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On the night of (B)(6), 2010 the patient obtained an unspecified error message on the reported meter; he was unable to obtain a blood glucose reading. The reporter was unable to provide the specific error message that occurred. During the morning of (B)(6), 2010, the patient experienced the symptom of being "extremely disoriented". Emergency services were contacted. Paramedics arrived and tested the patient's blood glucose level to be 20 mg/dl. The patient was treated with oral glucose gel and food. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue. The sections that are missing, possibly for pathology testing, measure to an average of approximately 4-8mm at the free margin by 8mm into the cusp area. Thrombosis like deposits are detected at the outflow tissue. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2mm. Host tissue is moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrates calcification. The device evaluation was completed on 06/14/2010.